Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the housing of the right paddle is damaged, causing sparking when performing a shock during a daily test. There was no patient involvement.

Manufacturer narrative:
The customer has not confirmed the quote after months. We are unable to confirm the final disposition of the device. The paddles are user replaceable so the customer can order them at any time. The investigation concludes that no further action is required at this time.